Event description:
As reported, during use of a 7f exoseal vascular closure device (vcd), hemostasis was not achieved and the plug was withdrawn outside the body together with the closure device. Manual compression was used to complete the procedure. There was no reported patient injury. The operator retracted the device until the indicator window changed from black-white to black-black. The left hand held the sheath, and the right hand pressed the plug deployment button, which could be pressed normally. After holding for 5 seconds, the sheath and closure device were withdrawn together. The button was fully depressed and flush with the handle. No complications occurred. The indicator wire was not visible upon removal. The exoseal vcd was used in an interventional procedure. The event occurred during a procedure performed via retrograde puncture using a non-cordis short sheath. The patient's body mass index (bmi) was not greater than 40. The user had received training on the device. There were no visible signs of damage to the device or packaging prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and vessel diameter was =5 mm. No calcium, plaque, tortuosity, nearby stent, or stenosis >50% was observed. The puncture site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, during use of a 7f exoseal vascular closure device (vcd), hemostasis was not achieved and the plug was withdrawn outside the body together with the closure device. Manual compression was used to complete the procedure. There was no reported patient injury. The operator retracted the device until the indicator window changed from black-white to black-black. The left hand held the sheath, and the right hand pressed the plug deployment button, which could be pressed normally. After holding for 5 seconds, the sheath and closure device were withdrawn together. The button was fully depressed and flush with the handle. No complications occurred. The indicator wire was not visible upon removal. The exoseal vcd was used in an interventional procedure. The event occurred during a procedure performed via retrograde puncture using a non-cordis short sheath. The patient's body mass index (bmi) was not greater than 40. The user had received training on the device. There were no visible signs of damage to the device or packaging prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and vessel diameter was =5 mm. No calcium, plaque, tortuosity, nearby stent, or stenosis >50% was observed. The puncture site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for evaluation. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review and product analysis there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.